Event description:
The patient was recently seen in our ICD clinic at which time the patient's device was discovered to be at eri. She has been known to have a nonfunctional atrial lead with noise, atrial noncapture and high impedances consistent with conductor fracture. She has also been observed to have increasing ventricular pacing thresholds over several months and today was noted to have a ventricular pacing threshold of 3.5 v at 0.5 ms pulse width.the ICD generator was changed and there was a right ventricular (rv) lead implant with lead abandonment. Also the endotak reliance lead was implanted and then explanted due to coil separation. The patient had a good outcome. Manufacturer response (as per reporter) for rv ICD lead, rv ICD leadawaiting response.